Event description:
A customer reported vacuum issues related to the system. The reported issue was concerning "followability" (pieces were being repelled instead of aspirated) that was noted during a procedure. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).